Event description:
It was reported that this patient with a 29mm valve, with implant duration of less than 1 year, was explanted due to unknown reasons. No other information was provided.

Manufacturer narrative:
H10: additional manufacturer narrative: based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Manufacturer narrative:
Reference CAPA: 20-00141.

Event description:
It was reported that this patient with a 29mm valve, with implant duration of approximately 14 years and 10 months, underwent a valve-in-valve procedure due to stenosis and regurgitation. Leaflets appeared somewhat calcified on echo. The tmvr was performed with a 29mm valve. Intraoperative tee showed good placement with no significant paravalvular leak. The patient was discharged on pod #3 in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 29mm valve, with implant duration of approximately 14 years and 10 months, underwent a valve-in-valve procedure due to stenosis. The tmvr was performed with a 29mm valve.